Event description:
The reporter stated the device was in use for infusion of tobramycin the reporter stated when the scheduled infusion was completed 19.6% of the total volume was seen in the medication bag. No adverse effects reported.